Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s321 (motor error - pmc, left) malfunction alarm code was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.